Manufacturer narrative:
Investigation results will be provided in the final report.

Event description:
It was reported the patient was experiencing muscle spasms when stimulation was turned on. Reportedly, reprogramming was performed, however the issue still persisted. As a result, surgical intervention was undertaken wherein the s2 drg lead was explanted and replaced with the same model lead, as well as a s3 drg lead was implanted to provide the patient better pain coverage. Effective stimulation was obtained postoperatively.

Event description:
Device 1 of 5. Reference MFR. Report#: 1627487-2019-05418. Reference MFR. Report#: 1627487-2019-05419. Reference MFR. Report#: 1627487-2019-05420. Reference MFR. Report#: 1627487-2019-05421. Follow-up information revealed the patient's issue regarding the muscle spams never resolved. As such, the patient underwent surgical intervention on (B)(6) 2019, wherein the entire drg system was explanted. Please note: it is unknown as to which lead is liable. Therefore, all suspected devices are being added to this event as new devices. (Devices 2, 3, 4 and 5).

Event description:
Device 1 of 5; reference MFR. Report#: 1627487-2019-05418, reference MFR. Report#: 1627487-2019-05419, reference MFR. Report#: 1627487-2019-05420, reference MFR. Report#: 1627487-2019-05421. Follow-up information revealed the patient's issue is resolved.

Event description:
Device 1 of 5. Reference MFR. Report#: 1627487-2019-05418. Reference MFR. Report#: 1627487-2019-05419. Reference MFR. Report#: 1627487-2019-05420. Reference MFR. Report#: 1627487-2019-05421.